Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs300 intra-aortic balloon pump (iabp) displayed the message "maintenance required code #7". There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply. The fse replaced the blood detect tubing and clear 0.062" polyurethane tube because of a brown/yellow color. The fse replaced the helium tank valve knob because the valve clamping chain was broken. Calibration and functional testing were performed. The equipment was operational.